Manufacturer narrative:
Review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported to rep that after a thr of patient's right hip, the stem disassociated from the head due to a trunnion fracture of the femoral component.

Manufacturer narrative:
An event regarding disassociation involving a metal head that was mated with accolade stem was reported. The event of disassociation was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "the primary harm involved is disassociation of the tha femoral head from the femoral trunnion and stem. An ap x-ray demonstrates changes in the shape of the stem trunnion with loss of material along the superior aspect leading to a more tapered conical appearance. This change in morphology would lead to loss of the taper lock between the head and trunnion and the disassociation." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that after a thr of patient's right hip, the stem disassociated from the head due to a trunnion fracture of the femoral component. The provided medical information was submitted to a consulting clinician who confirmed disassociation and trunnion deformity. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported to rep that after a thr of patient's right hip, the stem disassociated from the head due to a trunnion fracture of the femoral component.